Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. For the antibody screening assay, cell 1 was positive (3+), cells 2 and 3 resulted as negative. A review of the antibody identification assay performed on (B)(6) 2012 results showed bubbles present in the color check images. Repeat testing performed on (B)(6) 2012 showed no bubbles present in the color check images and the expected results were obtained with all k+ cells. The customer was referred to customer communication cc-11-026-01 regarding liquid level detection and advised that foam and bubbles should be removed prior to placing the samples on the echo.

Event description:
A customer reported obtaining an unexpected negative reaction with capture-r ready-ID (crrid), lotid161, on the galileo echo.